Manufacturer narrative:
The field service representative inspected the instrument, performed troubleshooting including cleaning the mixer wash cups tubing, replacement of the pipettor, sample, complete, o.w. (Rohs) (7-204132-01) and calibration of the sample probe. Replacement of the pipettor, sample, complete, o.w. (Rohs) (7-204132-01) resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. The pipettor, sample, complete, o.w. (Rohs) (7-204132-01) was determined to be the likely cause of the issue. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or trends related to the result issue described in this complaint. Device history record review did not identify any non-conformances or deviations with the pipettor, sample, complete, o.w. (Rohs) (7-204132-01) and the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c8000, serial number (B)(6) or pipettor, sample, complete, o.w. (Rohs) (7-204132-01) was identified.

Event description:
The customer observed falsely depressed sodium and potassium results generated on the achitect c8000 processing module(serial number (B)(6)) for one patient. The sample was repeated on another c8000, serial number (B)(6), with higher results. The following data was provided: sid (B)(6) processed on (B)(6) 2024: initial sodium result = 104 repeat result = 143.86. Initial potassium result = 2.2 repeat result = 3.12 no impact to patient management was reported.

Manufacturer narrative:
Section h6 investigation conclusions should be d2 caused traced to component failure.

Event description:
The customer observed falsely depressed sodium and potassium results generated on the achitect c8000 processing module(serial number (B)(6) for one patient. The sample was repeated on another (B)(6), serial number (B)(6), with higher results. The following data was provided: sid (B)(6) processed on (B)(6) 2024: initial sodium result = 104 repeat result = 143.86 initial potassium result = 2.2 repeat result = 3.12 no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed sodium and potassium results generated on the "architect" c8000 processing module(serial number (B)(6)) for one patient. The sample was repeated on another c8000, serial number (B)(6), with higher results. The following data was provided: sid (B)(6) processed on (B)(6) 2024: initial sodium result = 104 repeat result = 143.86 initial potassium result = 2.2 repeat result = 3.12 no impact to patient management was reported.